Event description:
The clinic reported that there was a burning smell accompanied by some smoke when they turned on the equipment. They turned off the equipment and opened the windows to vent the smell and smoke. There was no patient involvement with this event.

Manufacturer narrative:
Amo field service examined the system at the customer site and isolated the issue to the power supply. Field service replaced the power supply and verified the system operations.all pertinent information available to amo has been submitted. (B)(4).